Event description:
2 of 3 related pirs. Allegedly, during termination of treatment, staff member began clamping venous line with hand to facilitate rinseback. The staff member then observed blood on their hand (5-10cc) and simultaneously saw blood droplets coming from and air entering, the tubing post air detector. The venous line was clamped and remaining extracorporeal blood from dialyzer to venous line was discard, 150 cc. There were no reported adverse effects to patient. Location of leak was reported 3-4 feet after the drip chamber and two inches above the injection port, from what appeared to be a slit. Complaint sample was held for evaluation.